Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event.

Manufacturer narrative:
Additional information: the reported field event of extended charge time was confirmed. In-lab testing was able to reproduce an extended charge time with the device. The high voltage capacitors were sent to their manufacturer for analysis and a capacitor anomaly was found inside one of the capacitors that was the cause of the extended charge times.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a capacitor charge time out occurred. The patient was stable. Further information was requested but was not yet received.